Event description:
The facility's biomedical tech reported an infusion pump with failure code 25, found during biomed testing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.